Manufacturer narrative:
Additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the valve-in-valve is unknown, there has been no allegation of product malfunction or deficiency. This valve was successfully implanted for over 15 years. The root cause of this event is indeterminable with the available information. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards learned that this patient with a bioprosthetic aortic valve, implanted for approximately 15 years, is schedule to undergo valve replacement. The failure mode of the surgical valve is unknown. It was reported that a valve-in-valve procedure was attempted but aborted. The plan is to bring the patient for open heart surgery or another valve-in-valve procedure via transapical approach to avoid peripheral anatomy. The patient is reported to be stable at this time.

Event description:
Edwards learned that this bioprosthetic aortic valve failed after an implant duration of 15 years and one (1) month due to severe aortic stenosis. The patient also had a severe perivalvular and central leak. A valve-in-valve procedure was aborted. The patient returned approximately one month later for further assessment. The plan is for the patient to return for redo sternotomy, avr, aneurysm repair and possible dissection repair. The patient was discharged home in stable condition.

Manufacturer narrative:
The reported event cannot be confirmed with the available information. The subject device is not available for evaluation since it has not been explanted at this time. However, it has been determined that this is likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration and/or nonstructural valve dysfunction. A supplemental report will be submitted if any new information is received. No further actions at this time.